Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the vessel was too large for the lead. The lead was not implanted and another lead model was implanted. No patient complications have been reported as a result of this event.